Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). .device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error message. The fse found the wash syringe drive screw threads were quite dirty, cleaned them and lubed with triflow. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was drive screw threads were dirty.

Event description:
On (B)(6) 2016, a customer reported wash sy home not found error 4044 with their aia-360 analyzer. The customer is unable to run ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.